Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 12 years. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic aortic valve stenosis with calcification. Per the op report, the patient had a calcified immobilized pericardial bioprosthesis. There was moderate lvh. There was a significant amount of plate-like calcification in the anterior and right lateral wall of the aorta inhibiting re-entry aortomy. The old valve was explanted and another edwards bioprosthetic valve was chosen. Unfortunately, the device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause cannot be confirmed, it appears that the stenosis was likely caused by the calcification noted. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the reported event could not be determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted if any new information is received.